Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturers reference number: (B)(4).

Event description:
It was reported (via mw5099292) that a female patient who had unknown mentor gel implants placed experienced suffered several unexplained systemic symptoms post procedure. The exact nature of the symptoms was not revealed and was simply described as breast implant illness that had been occurring for decades. No device issue such as rupture was reported. The root cause of the patients symptoms is unclear. As a result, an explant was performed on (B)(6) 2020. See 1645337-2021-06036 for contralateral prosthesis report.